Manufacturer narrative:
(B)(4). Date of the event unknown. Device lot number unknown.

Event description:
It was reported that doctor attempted to place the implant and the driver (iipdtl) got stuck during the placement. It was also reported that the doctor placed another implant in same day.

Manufacturer narrative:
One certain® driver tip and one nanotite tapered implant were returned for inspection with a cover screw. The devices show signs of wear consistent with use. The hex tip is in good condition, as is the o-ring. The implant drive feature contained a small amount of wear and debris. Functional testing revealed that the devices assembled and disengaged with one another. Additionally, the driver tip functioned as normal with a house implant, and the returned implant functioned as normal with a house driver. The complaint is unconfirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed: instsm rev d 02/16. No-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint alleges the driver tip will not disengage with the implant. Complaint was unconfirmed during inspection. A singular root cause could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.